Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the balloon of the foley catheter would not deflate. The patient was sent to the operating room for the catheter to be removed.